Manufacturer narrative:
The event for bur whip (chatter) was confirmed by the quality assurance technician through functional evaluation, disassembly and visual inspection. The device failed for bur wobble due to a broken a broken bearing affected by corrosion. The drill exhibited high amps due to the limited rotation of the bearings. Due to the age of the device and usage, it is possible that cleaning may have contributed to the failure. The device was scrapped by the manufacturer.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Event description:
The micro drill medium straight attachment was returned for service. Upon evaluation at the manufacturer, the testing was aborted due to excessive bur whip. There was no patient involvement, and there were no user injuries or adverse consequences.

Event description:
The micro drill medium straight attachment was returned for service. Upon evaluation at the manufacturer, the testing was aborted due to excessive bur whip. There was no patient involvement, and there were no user injuries or adverse consequences.